Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Post a coronary stenting drug eluting treatment procedure, a thrombosis occurred. The pt post catheterization course was complicated by some nausea, vomitting, and diarrhea which was heme positive. She had an urgent gi consult called and esophagogastroduodenoscopy (egd) was performed which showed mild esophagitis but otherwise normal. It was felt that she should have a colonoscopy but thought that this was better held off as an outpatient. The pt presented with acute anterior myocardial infarction in november 2004. The pt was emergently cathed which showed an ulcerated plaque in the proximal left anterior descending (lad) with 95% stenosis and a high grade 90% ostial stenosis in the diagonal (dx). There was mild non-obstructive disease in the other arteries. The pt had a 3.00x32mm taxus express2 drug eluting stent successfully placed in the lad. The dx was treated with angioplasty. Plavix was prescribed for 12 months. In may 2006 the pt presented to the ER with chest pain. She had been helping move boxes when she had an acute onset of severe chest pain radiating to her back along with nausea, shortness of breath, and 10/10 chest pain. The EKG showed an old right bundle branch block with minimal st elevation in the anterior lead. The pt received aspirin, plavix, nitroglycerin, morphine, mucomyst, and heparin in the ER. The pt was taken emergently to the ccl. A bolus and infusion of angiomax and double integrilin infusion was given. A prowater wire was used to cross the totally occluded proximal lad without too much difficulty. Timi 1 flow was established. A rio aspiration catheter and a diver catheter were used, but were unable to pass the proximal edge of stent. A 2.0x22mm maverick balloon was inserted and inflated 3 times to 8 atms for 30 seconds. A timi 1 flow was re-established in the distal vessel. Several aspirations were performed when the rio catheter was passed into the stent resulting in two syringes full of blood. It re-established flow to the distal vessel, however, there was a distal embolization. The rio catheter was inserted and the physician aspirated the site distal of the embolization. The rio catheter was inserted and the physician aspirated the site distal of the embolization. A blockage still remained further down the vessel. Ivus demonstrated the stent was widely expanded and there did not appear to be any significant intimal ingrowth. The stent was post dilated with a 3.25x20 mm quantum maverick inflated twice to 18 atms for 30 seconds. Timi flow improved from 0 to 3, but with distal embolization. The stent appeared to be well expanded thought. Therefore, it appeared this stent thrombosis was related to thrombosis on a stent that had minimal hyperplasia and not related to any problem with poor expansion of the stent or due to severe restenosis. The pt returned to the coronary care unit in stable condition. She was some what hypertensive during the procedure and was put on a very low dose of dopamine.